Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of diabetic ketoacidosis reuslting in hospitalization with blood glucose 700 mg/dl on (B)(6) 2025. Patient replaced set but inserted into the adhesive sleeve resulting in the sleeve. No further information was available.